Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) was showing leak in iabp error. No harm was reported. Upon inspection, leakage was found from the safety disk assembly. The fse replaced the safety disk. The unit was tested on system trainer for more than 2 hours and was found to be working satisfactory without any error. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.